Manufacturer narrative:
Analysis received the unit with blank display and constant tone alarm due to moisture damage on the electronic assembly. Also, moisture damage was found on the motor. Analysis was unable to verify the keypad anomaly or battery out limit.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.